Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the abnormality of the rate was not observed. The flextape was cleaned, but the events were not reproduced after connecting the connector to the unit again. Tapping the instrument did not affect the functionality. Sufficient verification of the operation of the device was confirmed by cleaning of the flextape and the substrate of the device. (B)(4).

Event description:
It was reported that the pacing rate was observed to be 180 bpm while the reported external pulse generator (epg) was being used on the patient. The epg was later returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.